Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the restenosed unk metallic stent within the pre-dilated mid rca. A xience v stent was successfully implanted. In 2009, the pt began experiencing chest pain radiating to the neck. The pt underwent two stress tests, three months later, which was positive. The pt was admitted to the hospital the following month. Diagnostic coronary angiography revealed restenosis within the stent placed one month prior. Percutaneous coronary intervention was performed as treatment. The pt was discharged in 2009. There is no additional info available.

Manufacturer narrative:
Angina, ischemia, and restenosis, as listed in the xience v IFU are known adverse events associated with coronary stenting. These pt effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. It is possible that the angina and ischemia are secondary effects of the restenosis, in which the pt was reportedly hospitalized and treated successfully with pci. The xience v IFU states: safety and effectiveness of the xience v stent have not been established for subject populations with previously stented lesions and in-stent restenosis.